Event description:
According to the reporter, the surgeon could not get the scope into the balloon and the balloon tore off. To continue the case he removed the torn balloon with a hand tool and used another balloon instead. Patient current condition is well. No injury was reported.